Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of flickering image was confirmed. During testing, it was found the image had flickering vertical lines due to a fault within the qb board. The lcd panel had a burned-in image. The monitor had a cracked bezel, and the rear panel was discolored due to overheating. The printed circuit board (pcb) was also discolored due to overheating. The keypad assembly was rusted, and the device also required a software upgrade. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the high definition lcd monitor continually loses its image during the procedure and every time the image goes down, it was taking longer to come back on. The issue was observed during a diagnostic polyp removal procedure which resulted in patient delay (approximately twenty (20) minutes) and was completed with the same equipment. There were no reports of patient harm or impact associated with the event. Fifteen (15) additional events were reported to olympus with the same device. This is report 5 of 15, patient ID: (B)(4). Related patient identifiers: (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause of the phenomenon is loss of image due to failure of the quantum board. The root cause cannot be specified. Olympus will continue to monitor field performance for this device.